Event description:
It was reported that the insulin pump alarmed button error, received sensor and calibration errors. The blood glucose reading was 315 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms, calibration error, sensor errors noted during testing. The device had minor scratches on lcd window, cracked case at display window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)